Event description:
It was reported that the endoplege catheter was prepped by the anesthesiologist without any issues. It was placed into the patient and successfully advanced into the coronary sinus. Upon balloon inflation there was loss of volume and no balloon inflation noted on fluoroscopy. The catheter was removed from the patient and a second ep was prepped and placed successfully. There were no patient issues.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon lumen and visually under 10x magnification the distal balloon bond hs delaminated and visually there is a fluid path. Water was introduced into the pressure and infusion lumens and water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of the event.

Manufacturer narrative:
A CAPA has been opened to investigate root cause of this event. This event is applicable to the scope of this event.